Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator uim (user interface module) on the unit had an issue where the graphics on the display became unreadable (blurry/pixelated) while on a patient. The unit was swapped to a different unit. The customer confirmed that there is no patient harm associated with this reported event.